Event description:
Patient states that her pump broke and she was able to use her husbands. No further details provided regarding pump. Serial number and expiration date of pump not provided. No adverse event(s) or interruption to therapy reported. Return material sent for the return of pump associated with event. Availability of pump for investigation dependent upon patient returning. No further info.